Manufacturer narrative:
The customer indicated the issue was not related to the instrument, but the lis system. Most likely fibrin the sample caused the low initial result which was auto-released by the lis system. The investigation found the customer had not correctly defined the technical limits for the assay which caused the sample to not be automatically repeated.

Event description:
The customer received a questionable ferritin result for one patient sample. The initial result was 5.4 ng/ml and was reported outside the laboratory. The physician called stating that the result was too low based upon how he treated the patient. On (B)(6) 2015, the sample was repeated and the result was 564.4 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected to the customer's knowledge. The reagent lot number was 176464. The expiration date was provided as "(B)(6) 2015". The customer noted the serum tube had fibrin in it. The field service representative determined there was an issue with the specimen integrity, most likely a fibrin clot. He verified the instrument function and found no issues with any assays or programing. There were no automatic re-run limits set for the ferritin assay. He ran precision testing and all assays performed within guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.